Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer suspended insulin delivery and was unable to resume insulin. The customer did not acknowledge having accidentally selecting a different button than the resume insulin button. Reportedly, the customer resumed insulin delivery. Although requested, the customer declined to upload the pump data logs and verified that the pump was working as intended. Blood glucose level was 210 mg/dl.